Event description:
It was reported that during a routine clinic check, the lead exhibited high impedance, no capture and a fracture. The lead was capped and replaced. The patient was fine with no problems at a two week follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.